Manufacturer narrative:
Corrected MFR site/address.

Event description:
Overdelivery reported. The pump was rec'd in the biomedical engineering dept with a note stating, "pump not running at proper rate. IV infuses too fast. When checked, biomed said the display indicated settings of 65 ml/hr on the primary and 110 ml/hr on the secondary. The pump delivered for them without error. The nurse reporting the event states. "It happened so long ago I do not recall anything about the pt except there was no adverse efffect". She "seems to recall that the pump was set at 100 ml/hr on the primary to deliver a hydration fluid, but that it gave a volume of 500 ml within 30 minutes". She could not remember any more details. She states an incident report was not made because there was no pt harm. No further info is available.